Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that the event was related to patient/procedural factors (calcium) and was an embolic episode. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Coronary flow obstruction is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, the patient died from a complication of a coronary occlusion during the implant of a 20mm sapien 3 valve in the aortic position. The valve was placed 55:45 (aortic/ventricular) and was deployed slowly. The patient¿s pressure began to drop, ECG showed that the patient became bradycardic and unresponsive; an angiogram revealed that the left coronary artery and circumflex artery had no flow. Of note, prior to the procedure the flow to the arteries was good. Despite efforts to reopen the arteries the patient went into pea with no cardiac output and eventually into vf/cardiac arrest. Resuscitation was carried out but unsuccessful. Per post procedure discussion, the physicians agreed that it was not the valve or the native leaflet blocking the lca as there was an obvious space between the valve and the orifice of the left system. It was also very easy to access the left coronary artery. Both consultants agreed this was most likely an embolic episode ¿ some calcium potentially flowed into the left coronary system. The CT was rechecked and there was nothing they would have done differently ¿ this was ¿unpredictable¿. The patient¿s native annulus area measured 331cm2. The native leaflets were mild to moderately calcified. The sinotubular junction (stj) was severely calcified. There was a septal bulge.